Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient during a basic evaluation trial. She was experiencing a lot of pain on her left side, inside her body, and it felt like it was moving around too much. The only thing she could do to have no pain was lie down. The patient switched to the other side and it seemed to have helped a little bit. She had a call in to the healthcare provider office regarding the reported issues. The trial started on (B)(6) 2016. The patient later reported that she did not know the serial number of the trial device. She took it back after about 4 days. The leads were hurting her when moving, sitting, and standing. No level worked to slow bladder down. The pain had resolved after it was taken out by the nurse. Something was wrong with the lead placement from the beginning. The patient's first call to the doctor's office after the procedure was before she even got home from the doctor's. The patient was trying botox treatment as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.